Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain,"), device expulsion ("essure inserts had migrated into her uterus") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with medical device pain, genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), headache ("headaches"), dysmenorrhoea ("severe menstrual pain"), migraine ("migraines"), fatigue ("fatigue"), dysgeusia ("metallic taste in mouth"), abdominal pain ("severe abdominal pain,"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (in (B)(6) 2015, underwent salpingectomy for removal of the remaining essure device) and surgery (in office removal procedure in 2013). Essure was removed. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, back pain, headache, dysmenorrhoea, migraine, fatigue, dysgeusia, abdominal pain, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one of the essure inserts had migrated in uterus following the requisite time period after implantation of essure she had a hysterosalpingogram test. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("essure inserts had migrated into her uterus/dislocation of essure on right side.") And genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and anxiety. Concomitant products included sertraline (zoloft) for depression and anxiety. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with medical device pain, the first episode of headache ("headaches"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraines"), fatigue ("fatigue"), the first episode of dysgeusia ("metallic taste in mouth"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), nausea ("nausea") and female sexual dysfunction ("apareunia (inability tohave sexual intercourse)"). On an unknown date, the patient experienced back pain ("lower back pain / lower right back pain"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed."), the second episode of headache ("headaches"), cyst ("cyst"), premenstrual syndrome ("premenstrual syndrome"), pelvic discomfort ("discomfort"), the second episode of dysgeusia ("taste metal in my mouth"), vaginal haemorrhage ("vaginal bleeding") and depressed mood ("I was little upset"). The patient was treated with surgery ((B)(6) 2015 unilateral salpingectomy for removal of the remaining essure device.) And surgery (surgical removal of coil(s) ,unilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, dysmenorrhoea, migraine, fatigue, abdominal pain, anxiety, depression, nausea, female sexual dysfunction, cyst, premenstrual syndrome, pelvic discomfort, the last episode of dysgeusia, vaginal haemorrhage and depressed mood outcome was unknown and the back pain, dyspareunia and the last episode of headache had resolved. The reporter considered abdominal pain, anxiety, back pain, cyst, depressed mood, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, pelvic discomfort, pelvic pain, premenstrual syndrome, vaginal haemorrhage, the first episode of dysgeusia, the first episode of headache, the second episode of dysgeusia and the second episode of headache to be related to essure. The reporter commented: device removal provided as (B)(6) 2013, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative ultrasound scan - on an unknown date: one of the essure inserts had migrated in uterus following the requisite time period after implantation of essure she had a hysterosalpingogram test. (B)(6) 2013: essure confirmation test: total bilateral occlusion was seen during the essure confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - pelvic pain, dysmenorrhea, and dyspareunia" most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+social media received- new event cyst, premenstrual syndrome, discomfort, taste metal in my mouth, vaginal bleeding, I was little upset were added. Lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("essure inserts had migrated into her uterus/dislocation of essure on right side.") And genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and anxiety. Concomitant products included sertraline (zoloft) for depression and anxiety. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced the first episode of headache ("headaches"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraines"), dysgeusia ("metallic taste in mouth"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), nausea ("nausea") and female sexual dysfunction ("apareunia (inability tohave sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with medical device pain, back pain ("lower back pain / lower right back pain"), fatigue ("fatigue"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed.") And the second episode of headache ("headaches"). The patient was treated with surgery ((B)(6) 2015 unilateral salpingectomy for removal of the remaining essure device.) And surgery (surgical removal of coil(s) ,unilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, dysmenorrhoea, migraine, fatigue, abdominal pain, anxiety, depression, nausea and female sexual dysfunction outcome was unknown and the back pain, dysgeusia, dyspareunia and the last episode of headache had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, migraine, nausea, pelvic pain, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: device removal provided as (B)(6) 2013,(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan - on an unknown date: one of the essure inserts had migrated in uterus following the requisite time period after implantation of essure she had a hysterosalpingogram test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - pelvic pain, dysmenorrhea, and dyspareunia." Most recent follow-up information incorporated above includes: on 13-apr-2018: pfs received. Events- headaches, nausea, apareunia (inability to have sexual intercourse). Reporter, concomitant condition and drug , lab data added from pfs. Medically confirmed case. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.